Manufacturer narrative:
Date returned to mfg: (B)(6) 2024 device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was bubbled, the upstream occlusion seal was worn and the lens was scratched. Functional testing duplicated the reported issue. Accuracy testing found that the pump was over delivering. The investigation determined that the expulsor was the most probable cause of the reported issue. The expulsor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.g1

Manufacturer narrative:
H3: device has not been received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 is unknown, information was not provided by reporter.

Event description:
Gcm received a moak complaint via service cloud on 30-nov-2023 from dominika wincza, integrated medical systems inc, regarding pump, cadd-legacy plus, mdl 6500 with ln 21-2120-0102-51 sn (B)(6) it was stated that the device was overinfusing during test. There was no patient involvement and no patient harm/adverse event reported. Lgabato 30-nov-2023